Event description:
The plaintiff's attorney alleged that the pt experienced sudden cardiac arrest and subsequently expired within twenty-four (24) hrs. It was reported that the event occurred due to the administration of the product during dialysis treatment.

Manufacturer narrative:
This is one event for the same patient involving two separate products.